Manufacturer narrative:
Upon receipt of customer complaint, relevant departments were organized for the investigation, investigation results are provided below: no abnormality was found during retained sample tests and products records review, based on the current investigation performed, the reason for the needle cap and puncture injury was that the end user did not apply the needle directly after use. Instead of putting it into the sharps box for disposal, the operator got injured during the recapping process of the needle cap after use. Not only it brings the risk of the device being reused, and it is easy to produce the risk of the operator being punctured. We would suggest the customer to strictly follow the instructions for use.

Event description:
Customer complaint no. (B)(4). The hospital reported that when the cap was put back on, the needle punctured the cap and the doctor was sticked.